Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is unreadable. Reportedly, half of the touchscreen is completely black and the other half is not legible. Customer's blood glucose level was 90 mg/dl. Customer stated that the pump is still delivering basal and the quick bolus feature still functions. It was indicated that the customer will continue to use the pump for insulin therapy.